Event description:
A healthcare worker with asthma reported that they experience a cough when door to the sterrad unit is opened and when handling items from the processed load. It healthcare worker coughs a lot, their chest hurts and then healthcare worker gets a headache. Saw their physician who had healthcare worker x-rayed. He is of the opinion that their cough is related to use of the product.